Manufacturer narrative:
Section b3: correction

Manufacturer narrative:
Section b5, h6 (patient code): additional information. Section d4, h4: correction. Manufacturer's investigation conclusion: the report of potential pump thrombosis could not be confirmed through this evaluation as the device is not available for analysis. Moreover, a direct correlation between the device and the reported right ventricular (rv) failure, elevated lactate dehydrogenase (ldh), and patient outcome could not be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2020, with rv failure and an elevated ldh level of 1135 u/l. The patient was treated with dobutamine and intravenous heparin. Her ldh had decreased to the 400s by (B)(6) 2020. However, she decided that she did not want to undergo any additional treatment. Care was withdrawn and the patient was discharged on (B)(6) 2020, with hospice care. She ultimately expired at home on (B)(6) 2020. The cause of expiration was reported as rv failure/possible pump thrombosis and the outcome was considered device or therapy related. No alarms or functional issues with the left ventricular assist system (lvas) were reported in association with the event. An autopsy was not performed; (B)(6), was not explanted and is not available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas instructions for use (IFU) lists device thrombosis, hemolysis, right heart failure, and death as adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was right ventricle (rv) failure and possible pump thrombosis. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with lactate dehydrogenase at 1135 u/l. Intravenous heparin was initiated. Patient with right ventricular failure. Patient was started on dobutamine. Lactate dehydrogenase went down to 400's u/l. Patient did not want to undergo any additional treatment and wanted to go home with hospice. Patient was discharged on (B)(6) 2020 with hospice care and passed away at home on (B)(6) 2020.